Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "the locking cap came loose from the screw (after it was implanted in the patient) and resulted in a revision surgery. There was no harm done to the patient. Additional information was requested numerous times by integra. On (B)(6) 2014 additional information was received from the distributor. The loosening was discovered on a routine xray. The precise date that the looking cap loosened from the screw was 'unknown.' The routine x-ray that confirmed the event was taken on (B)(6) 2014. The site of the implant located prior to it loosening was the left s1. The initial surgery was a transforaminal lumbar interbody fusion (tlif). The date of the initial surgery was (B)(6) 2014. The removal surgery was on (B)(6) 2014. It consisted of hardware removal and s1 screw removal. There was no known relevant event such as a trauma, fall, etc reported.